Event description:
Smart ez pump filled with fluorouracil (5-fu) was not empty and showed no decrease in size despite the clamp being open. To assess flow, staff left the pump was open for one hour; however, no medication was observed, not even a single drop.